Event description:
It was reported that the user experienced difficulty pairing a dexcom sensor to the ilet, while glucose readings continued to display on the dexcom app. Outcomes included no reported clinical symptoms, no alerts indicating device failure, and no need for medical intervention. Investigation included troubleshooting assistance, during which the user was guided to toggle the cgm type between g6 and g7 and re-initiate the pairing process. Investigation of this case revealed no malfunction of the ilet device and indicated that the issue was consistent with transient cgm-to-ilet connectivity behavior rather than a device or component failure.